Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Divergence of graduation around 2 ml. This syringe is widely used in oncology pharmacies where the variation is quite significant.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there was a divergence of the graduation around 2ml. To aid in the investigation, four samples were received for evaluation by our quality team. Two samples came in sealed packaging blisters and two samples came with no packaging blisters. A visual inspection was performed. Two samples have no defects or imperfections, and the other two samples have the syringe barrel scale marking zero-line 3/32" shifted up. No other defects or imperfections were observed. This defect could occur if there was a jam at the syringe barrel printing process. A device history record review was completed for provided material number 303552, lot 4122736. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received was there any harm to patients/healthcare professionals? No.